Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) analysis of the recharger (product ID 97755-s, serial# (B)(6) found the controller wouldn't power on when the recharger is plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having issues charging their implant and the issue began a couple weeks ago. Patient stated the controller would take a charge fine, but the next time it wouldn't. Patient said they would get it to go, but then it would go to looking for device and the screen would kick off. Patient also said they saw a message saying to replace the controller battery last night. Pt additionally was having difficulty charging ins; would circle and circle searching for device and not begin charging. Patient service specialist had patient reset the controller by plugging into ac power without battery pack; screen came on and green light was flashing when battery was reinserted. Pt was able to power stimulation back on during call. Controller was about 40% and ins was about 80%. Patient did not see any damage to the controller charging port or to the battery compartment/pack. The troubleshooting steps that were taken on the call did not resolved the issue. A replacement recharger (rtm) was sent out.